Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected pt/inr results on a (B)(6) year old male patient. There was no additional patient information available at the time of this report. The customer states that the patient's warfarin dose was not held back, but the warfarin dose was incorrectly decreased and patient had to be called back to increase dose. Date: (B)(6) 2013, method: I-stat, time: 11:13, inr: 1.9; (B)(6) 2013, stago, 12:46, 1.27. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.